Event description:
The following has been reported: biomed reported: product issue: pump not working- error popping up. Sn: (B)(6). Description of issue: attempted to run test infusion prior to pulling logs however the pump was not able to recognize the cassette was properly placed. Kept erroring out displaying "tubing set misloaded". The set was not misloaded, verified 3 times. Ensured the dial on the back was placed in the close position as well as verifying the sensors on device were cleaned. Date and time issue occurred: unknown. Patient harm or delayed infusion: unknown/not communicated. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.